Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available.

Event description:
The user facility reported to terumo cardiovascular systems corp that prior to cardiopulmonary bypass, during prime, the customer found a leak from the vent luer adaptor and further tightened the joint. The joint tightened, yet the leak continued. The customer changed out the shunt sensor, and the leak stopped. No patient involvement as this occurred during prime. Product was changed out. Surgery was successfully completed.